Event description:
It was reported that the right atrial lead was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a breached cut on the outer insulation, and blood ingression was observed on the outer insulation. Visual analysis noted the lead was damaged at implant. (B)(4).